Event description:
It was reported that the device was reprogrammed before the patient underwent rf ablation. After the ablation, no connection with the device could be established and the device was apparently not pacing. The device was explanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the ICD was subjected to an electrical analysis, revealing that the device could not be interrogated. Therefore, the ICD was opened, and the inner assembly was inspected. During the inspection of the electronic module, the analysis revealed that several electric components had been damaged. As a result of these damages the device could not be interrogated. In a next step, the manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the observed damage characteristics. Particularly the final acceptance test proved the device functions to be as specified. Analysis excludes any internal short circuit within the ICD. Based on the observed symptoms, the damages were most probably caused by an external high voltage source, like the reported radiofrequency ablation procedure. There was no indication of a material or manufacturing problem.